Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15733.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Results: inspection revealed a broken feed through wire in channel 1. The broken channel 1 feed through wire was likely due to the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.